Event description:
It was reported that a patient underwent a debridement of a total knee arthroplasty on (B)(6) 2014 and suture was used to sew subcutaneous tissue. On (B)(6) 2014, the patient went to the hospital because, the wound was swollen and two blisters were generated. Now the blisters were broken and the results of cultivation of microorganism were negative. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.